Event description:
A (B)(6) year old female patient presented to the hospital with generalized fatigue and poor urine output. She was found to have significant renal dysfunction in the ed as well as leukocytosis. On (B)(6) 2020, patient sustained a non-stemi during her hospitalization. Patient was taken to cath lab for a left heart catheterization, left and right coronary arteriography, angioplasty and stenting of the mid lad. The right femoral artery was accessed utilizing the micro puncture technique. The arteriotomy was attempted to be closed with perclose. The perclose was inserted. A needle was deployed, but the device could not be removed. It appeared to the cardiologist as if the foot processes could not withdraw. It almost appeared to him that there was separation of the catheter portion from the middle portion of the perclose. Manual pressure was required. In trying to manipulate the device to see if the handle could actually be withdrawn, cardiologist pulled the handle out. One foot process was noted to be intact. The catheter portion of the perclose remained in the common femoral iliac artery. Cardiovascular surgery was consulted for the removal of the remainder of the perclose and repair of the common femoral artery. The retained perclose was removed from the external iliac artery during surgery. The external iliac artery as well as the hole in the artery was patched up using bovine pericardium. The patient was extubated and transferred to the recovery area. FDA safety report ID# (B)(4).